Event description:
Reporter alleged high blood glucose reading and had recently been placed on a new diabetes medication by injection after increasing recent medication based on the reading. It was reported glucose read 489 mg/dl at 5:30 however at 6:00 felt sick, nauseous, faint, as if had low glucose however did not test on meter until two days later. Reporter stated meter read 384 and 381 mg/dl however immediately after read 157 mg/dl. A request was made for the return of the suspect product and replacement product was sent.